Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 0.9 mmol/l and 10.5 mmol/l 2. 1.2 mmol/l, 1.6 mmol/l, 5.8 mmol/l, and 0.9 mmol/l readings of 0.9 mmol/l were not duplicated. Sets of readings were taken at different times on the same day. No actions taken based on device results. No adverse event reported. Requested return of alleged product for evaluation.

Manufacturer narrative:
The event occurred in(B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.